Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge service territory manager (stm) reported that there were no faults found or logged during the operation mode of the iabp. The malfunction was only found in diagnostic mode during the preventive maintenance. The stm replaced the drive manifold assembly and the iabp then passed all functional and safety tests to factory specifications.

Event description:
It was reported that during a preventative maintenance the cardiosave intra-aortic balloon pump (iabp) failed the manifold test in diagnostic mode. There was no patient involvement and no adverse even was reported.